Event description:
A hospital reported to our distributor that a humidification chamber float did not work, and the chamber filled with water. No patient consequence was reported.

Manufacturer narrative:
The device is not expected to be returned. An investigation has been done based on the event description and results from previous investigation. Results: our records indicate that this is the only complaint of this nature received for the given lot number. Conclusions: the humidification chamber can overfill if both the primary and secondary floats got jammed and fail to stop water from flowing into the chamber once the water reaches the limit line. Our investigations to date have found that this happens when the chamber sustains an impact, due to being dropped on the area around the float hinge bracket. We are aware of other similar complaints reporting failure of the float mechanism in the device causing overfilling. The occurrence rate of this type of complaint is approximately 0.0014% worldwide for the last year. We have an open CAPA item to address such complaints and put measures in place to reduce and/or prevent reoccurrence. The device instructions for use indicates the correct water level, and advises the users to replace the chamber should the water exceed the limit line.